Event description:
Information received by medtronic indicated that the insulin pump had cracked on the back. Troubleshooting was performed. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that there was no damaged to retainer ring. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged moisture damage and cosmetic damage located at the back of the pump found on (B)(6) 2022. The insulin pump passed the displacement test. Pump failed self test due to not vibrating due to moisture damage on harness assembly vibrator. Pump successfully downloaded using thump. Pump's memory was reviewed and pump error 43 was noted multiple times on 09/06/2022 starting at 21:07:23.000. Pump error 43 was triggered due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Additionally corroded home switch was noted. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Cosmetic damage was confirmed behind the pump at the battery compartment and battery tube threads. Moisture damage was confirmed on pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Pump error 43 confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.